Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that shortly after initiating a fentanyl pca infusion, the patient experienced cardiac arrest requiring CPR and was transferred to picu. The customer requested assistance with interpreting infusion data reports from the infusion knowledge portal however the facility biomed reviewed the event logs and it was reported that there were no key presses and no indication of a pump malfunction. It appears that the rn primed the tubing with pca and then bolused the IV fluids causing the cardiac arrest. The patient was stabilized and transferred back to the floor. The customer has declined an investigation.